Event description:
It was reported that the patient underwent an initial total shoulder replacement on the right side. Subsequently, the patient experienced disassociation of humeral plate; that was confirmed to be disassociation of tray and poly with increased pain & mechanical issues over last 6 months additionally, the mechanical issues were described as decreased motion especially overhead with grinding and popping. As a result, approximately 11 year(s), 3 month(s) and 24 day(s) after initial replacement, the patient underwent a standard reverse revision of the right shoulder, retaining the baseplate and four screws. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
The revision reported was likely the result of disassembly between the humeral liner and humeral tray and disassembly between the humeral stem and torque defining screw leading to reduced range of motion and subsequent humeral tray disassociation. However, humeral liner disassociation, humeral tray disassociation, reduced range of motion, and the series of event cannot be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation and no images, radiographs, or relevant product information were provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.